Event description:
It was reported that the patient experienced intermittent stimulation. The patient reportedly had to press on their stimulator to achieve a stimulation feeling - although that did not always achieve stimulation. It was reported that the patient had their stimulation on all the time at a high amplitude. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)